Event description:
It was reported that the bd precisionglide¿ needle was loose on the hub. The following information was provided by the initial reporter, translated from portuguese: "there was a needle that the was loose from the cannon."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 07nov2022 h6: investigation summary sample and one photo received by our quality team for investigation. Upon visual inspection of the photo, a packaged syringe and needle are observed. Evaluation of the samples was performed, dull needle and needle pulled out of hub was confirmed. Additionally, resin is present in only half of the epoxy, which indicates that the hub cavity was not completely filled with resin and was not rejected by the vision system. Retention samples from the same lot were evaluated, visual inspection tests of the resin and cannula-hub pull test were performed and no defects were found. Through analysis of the lot history, it was evident that all traction tests of the mounted needle lots used in the packaged lot were performed according to the established frequency and all results passed. Possible root cause for needle pulled out of hub is associated with failure in the application of the resin to the needle and the vision system. Adjustments were made to the vision system to suit the new production. Possible root causes for dull needle is associated with the grate presence sensor, therefore the height of the fiber support was adjusted in relation to the conveyor belt, and failure at the exit of the furnace due to one of the belts not being in the correct size, therefore epoxy furnace exit elevator belt was changed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was loose on the hub. The following information was provided by the initial reporter, translated from portuguese: "there was a needle that the was loose from the cannon."